Event description:
Patient with extensive breast cancer (gi tract, liver, bone) disseminated intravascular coagulation syndrome, diabetes mellitus, ascites, in need of vascular access device for delivery of additional chemotherapy. Under general anesthesia, an infusaport introducer was used in the right subclavian vein. Fluoroscopy indicated apparently appropriate placement but attempts to curve the catheter were only partial sucessful and the catheter did not pass easily. A second dilator and introducer set was utilized under direct fluoroscopy, appeared to run up against an abutment throught to be thrombus in the left subclavian area. Guidewire was pulled back, positioned satisfactorily and then did enter the right artium (this also with fluoroscopy) the #10 introducer set was placed and the implantable intravascular portion of the infusaport was placed and appropriate suturing completed. Oxygen desturation and hypotension ensued, chest auscultation revealed no breath sounds in the right chest, chest tube insertion returned 700 cc blood within 10 minutes. Breath sounds returned, arterial saturaton improved, blood was transfused. Cardiac arrhyhmias developed, condition continued to deteriorate, profound respiratory and metabolic acidosis developed, cardiac arrest ensued. Patient was not resuscitated. Post mortem identified perforation of superior vena cava by infusaport catheter as cause of deathdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.